Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ipg exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited low impedance. The ipg was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.